Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (agility (bdpi-20-010) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs)), the subject underwent target limb re-intervention on the left superficial femoral artery right limb using a commercially available ultraverse pta balloon when an adverse event of vessel dissection occurred. The severity of the adverse event was mild. The adverse event was not related to study device. The adverse event was not related to the study procedure. The lesion was stented. The outcome of the adverse event was resolved/recovered.

Event description:
It was reported through the results of the clinical trial (agility (bdpi-20-010) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs)), the subject underwent target limb re-intervention on the left superficial femoral artery right limb using a commercially available ultraverse pta balloon when an adverse event of vessel dissection occurred. The severity of the adverse event was mild. The adverse event was not related to study device. The adverse event was not related to the study procedure. The lesion was stented. The outcome of the adverse event was resolved/recovered.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.